Manufacturer narrative:
Specific patient information with regard to age, gender, and weight was not provided. It was reported that the doctor had to re-do the restoration for the patient, without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.

Event description:
A doctor alleged that the build it fr material was setting up to quickly during a patient procedure.